Event description:
A healthcare professional (hcp) reported that the last time the pump was programmed the concentration and dose were entered incorrectly. Hydromorphone had been programmed as 20,000 mg/ml at 2,696 mg/day and bupivacaine had been programmed at 2,000 mg/ml at 300 mg/day. They confirmed that the actual flow rate was not affected. The patient did not have any symptoms and stated the error was ¿more of a bookkeeping error¿. The programming was corrected on the date of the report, and this resolved the reported event. The medications were updated to hydromorphone 20 mg/ml at 3 mg/day and bupivacaine 2 mg/ml at 0.3 mg/day. An hcp later noted that the patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 8840, serial# unknown, product type programmer, physician. Product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).